Event description:
The reporter contacted animas on (B)(6) 2012 reporting noticing a third call service alarm. The reporter stated that there was a high blood glucose reading on the meter with 0.1 ketones. The reporter confirmed that the patient did not acknowledge alarm immediately. The patient was treated with a pen and the patient responded. Customer support went through troubleshooting and asked reporter to reboot the pump and the time and date and basal rates were all correct. The rewind, load and prime steps were completed without any issues. Troubleshooting with customer support indicated that the there were no pertinent alarms, the total daily dose added correctly, the boluses were delivered accurately. Troubleshooting indicated that the issue was resolved. The pump is not being returned and the patient continues to use the pump. This report is made based on the allegation that inadequate response to a pump alarm resulted in hyperglycemia event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: the battery cap has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: the pump powered on normally without alarms. The pump was exercised for 29 hours with no delivery issues and no call service alarms. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.